Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there were multiple cubie failures, and the 3n drawer 1.1 repeatedly failed and was unable to be recovered or have the pockets released. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had multiple cubie failure and drawer 1.1 failed to recover. A field service engineer (fse) dialed into the device, logged into the hardware test application (hta), where testing revealed multiple cubie pockets could not be released and shutdown was performed for three minutes followed by a reboot. The drawer 1.1 row a was found off the bus and unrecoverable, basic troubleshooting was conducted, cubie pockets were removed, and foreign material (foil) was identified under pocket a5 and removed. Final hardware testing was completed successfully, pharmacy staff were assisted with reloading all three medications into row a pockets, and the customer confirmed that drawer 1.1 was functioning normally and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.